Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was conducted and no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor compared to hcp meter. Customer indicated that around 5 weeks ago from the date of call, he/she was "about to pass out" and obtained a reading of 230 mg/dl on the sensor. Customer was seen at a hospital where a reading of 578 mg/dl was obtained on a hcp meter. Customer was diagnosed with severe hyperglycemia and was treated with "potassium to descend the sugar levels". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor compared to hcp meter. Customer indicated that around 5 weeks ago from the date of call, he/she was "about to pass out" and obtained a reading of 230 mg/dl on the sensor. Customer was seen at a hospital where a reading of 578 mg/dl was obtained on a hcp meter. Customer was diagnosed with severe hyperglycemia and was treated with "potassium to descend the sugar levels". There was no report of death or permanent impairment associated with this event.